Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable pacemaker was turned off as patient does not need the device, and due to other health issues. To date, this device remains in service. No additional adverse patient effects were reported.